Event description:
This is a supplement report for 1034973-2017-00001. On 03/29/2017 siemens became aware of information related to the emergency room visit of the patient within the scope of this report. The ER visit was negative for burns. The patient was referred to a family doctor for possible skin irritation unrelated to the scan on the biograph 6-4r truepoint w/truev device. Thus, there was no adverse event as initially reported.

Event description:
Subsequent to a pet/CT scan on a siemens biograph 6-4r truepoint w/truev, a patient complained of a burning sensation on her left arm. The patient had a pre-existing condition of sepsis. Siemens was informed that the user facility requested the patient to return to the site to assess the need for medical treatment, however, the patient visited an emergency room (ER) at a different medical center. Treatment at the ER, if any, is unknown and this information could not be obtained by siemens despite multiple attempts. The patient has sepsis in the arm and described the issue to the user facility as "rash-like". The biograph 6-4r truepoint system was evaluated by an on-site biomedical engineer and a siemens service engineer. The evaluation did not find any product defects or malfunctions. The logs indicate that the system was operating per specifications. There are no corrective actions planned by siemens. There were no injuries to operators or other persons. This medwatch report is being sent because siemens has been unable to obtain the outcome of a patient visit to an ER to determine what medical interventions, if any, occurred as a result of the alleged injury.